Event description:
It was reported that a pta balloon dilatation catheter failed to retract from the introducer sheath. After the device was used to successfully treat three focal lesions in the popliteal and superficial femoral arteries, the balloon was completely deflated and negative pressure was applied prior to retraction. During device retraction, the catheter became caught within the introducer sheath at the level of the bifurcation. The physician continued to manipulate the device, however, the device still could not be retracted from the introducer sheath. The pta balloon dilatation catheter and the introducer sheath were then removed simultaneously from the pt. Imaging demonstrated suitable patency results of the treatment site after angioplasty was performed, and no further treatment was needed. No pt injury.

Manufacturer narrative:
The lot number has been provided and the review of the device history records is currently being performed. The complaint sample has yet to be returned to the MFR to date.